Event description:
A surgeon reported that a patient developed a fibrin reaction following implantation of an intraocular lens (iol). The iol was replaced with another lens at a later time. There was no problem after replacement.